Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain, redness at the ipg site associated with charging and the feeling that the ipg was emitting heat that caused discomfort. Database analysis was done and revealed no anomalies. The patient was treated with antibiotics.

Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
A report was received that the patient was experiencing pain, redness at the ipg site associated with charging and the feeling that the ipg was emitting heat that caused discomfort. Database analysis was done and revealed no anomalies. The patient was treated with antibiotics.